Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Impact code: (B)(4). The complainant indicated that the device will be serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2022-01182 for the auriga xl 4007 laser console, MFR report #3005099803-2022-01185 for the lighttrail reusable laser fiber and MFR report #3005099803-2022-01186 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on february 14, 2022 that an auriga xl 4007 laser console was used with two lighttrail laser fibers in a procedure performed on (B)(6) 2022. During the procedure, a lighttrail reusable laser fiber and a lighttrail single use laser fiber both stopped working and the fiber connectors were noted to be hot. The auriga xl 4007 did not display any error code. The procedure was not completed due to this event and the auriga xl 4007 will be serviced. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.